Event description:
It was reported that an unspecified malfunction occurred. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through troubleshooting steps but was unable to resolve the issue, so they arranged to send a replacement pump to the customer. The customer was informed about the replacement and agreed to return the malfunctioning pump using the prepaid label provided.